Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 12:09:08. During night drain cycle one, the patient's ultrafiltration reading was 409ml, indicating the home patient drained 409ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.